Manufacturer narrative:
Additional information was received that the physician believed that the ipg did not worked due to the patient's previous non-device related surgeries where it was not known if electrocautery was used. Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint was confirmed. When received in, the device had no wake up signal and it appeared the battery was depleted. Device was charged 3 cycles in an attempt to bring it out of hibernation, but was unsuccessful. It was determined that the analog integrated circuit had an internal short(s) resulting in excessive current drain of the battery. The damage done to the analog integrated circuit-u1 resulted in the inability to charge the ipg out of reset mode and regain telemetry functions.

Event description:
A report was received that the patient's ipg was unable to charge and would not link with the remote control. The patient will undergo a battery replacement.

Event description:
A report was received that the patient's ipg was unable to charge and would not link with the remote control. The patient will undergo a battery replacement.